Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose (bg) ranged from 290 mg/dl to over 500 mg/dl. A manual insulin injection was used to address bg.